Event description:
A dreamstation auto bipap device was returned to the third-party service center as part of the recall process with no initial complaint. During servicing of the device, visible foam particles was observed. The device has been scrapped. If any additional information is received, a follow up report will be filed.